Event description:
N/a.

Manufacturer narrative:
UDI (B)(4). DHR: there is no indication that the production process may have contributed to this complaint. Failure analysis; visually inspected utilizing unaided eye; organic matter was present. Unit was found to perform as intended the IFU test and functional test. Therefore; complaint could not be verified/unconfirmed. Unit was found to meet all acceptance criteria/tested within specifications. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Additional information received: date of event : (B)(6) 2020 the reporter did not know if the patient was injured.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the perforator did not disengage causing dura injury requiring repair. The event led to 15 minutes surgical delay.